Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasmosis gondii igg (access toxo igg) results for two (2) patients involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). For the first patient, the initial access toxo igg result recovered in the grey zone (equivocal result). The customer reanalyzed the patient's sample three (3) additional times on the same unicel dxi 800 access immunoassay system and obtained one (1) non-reactive result, one (1) equivocal result and one (1) reactive result. For the second patient, the initial access toxo igg result recovered reactive. The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 800 access immunoassay system and obtained two (2) non-reactive results. The access toxo igg results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer did not provide any data regarding quality controls, calibration curves or system checks but no issues with system parameters were reported by the customer. The customer did not provide any data regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.